Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use of an unspecified examination. The device was replaced with a similar loaner device and the procedure was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.